Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. All of the buttons functioned properly and no damage on the keypad assembly and no unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device will be returned, but not yet evaluated. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 286 mg/dl. The customer reported that most of the buttons of the insulin pump were unresponsive during bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information provided.